Event description:
Event description guidant received information that during a routine pulse generator replacement procedure, this transvenous defibrillation lead appeared to be fractured near the yoke. The lead was explanted.